Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) assessed the system on-site and confirmed that both the host and image processing pcs did not boot up. During troubleshooting, fse confirmed that the pcs had 230 volts. Fse turned on the pcs with the reset button in front of them, and they both started up. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.